Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is vent inop as exhibited by diagnostic code 1014 (post timer/ 24v failure). No patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer reproduced the reported problem - diagnostic code 1014 displayed when the device was powered on. The manufacturer's field service engineer switched the unit on in diagnostic mode. The ventilator then passed a short self-test and an extended self-test. The device successfully passed performance specification testing. No further repair was deemed necessary by the fse. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.